Manufacturer narrative:
Chiaro has conducted a literature review (rpt-003219) on the link between breast pumps and mastitis in which several literatures relating to the risk factors and causes of mastitis were reviewed. Although some evidence points to a higher rate of occurrence in women using breast pumps versus those who are breastfeeding, the overall guidance states mastitis was caused by milk stasis and could be cured by effective milk removal, this may suggest that the mastitis was a cause for breast pump use rather than the breast pump use causing mastitis. We can conclude that it is unlikely that a breast pump is the origin of any infection. The customer care team were not able to process a refund, replacement or request for the device back. The customer care team contacted the customer on 5th, 8th and 9th january and the customer has not been responsive to confirm further information and receipt of purchase therefore it cannot be concluded that the pump caused or contributed to the customers mastitis.

Event description:
Customer reported on 05 jan 2024 from the us that the elvie stride is causing her engorgement which then lead to mastitis. Customer has not further responded to the customer care therefore medical treatment cannot be confirmed.